Event description:
It was reported that the bladder of a large volume folfusor ruptured. The issue was further described as, the device had a hole in elastomer; liquid was outside of elastomer. This occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which observed a pool of fluid inside the device's bottle suggesting a possible bladder rupture may have occurred. The reported condition was verified. The cause of the issue could not be determined; however, the cause may be due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.